Event description:
Inserted 22 g angiocath and immediately noted leakage around hub (between blue part and clear catheter). Third time with same lot number.what was the original intended procedure?IV placement.device #1is this a laboratory device or laboratory test?no.